Event description:
Hosp reports the pressure could not be decreased from 3 atm when utilizing an inflation device. This was noted during preparation of the procedure. There was no pt injury. The device is being returned for eval.